Event description:
The nurse reported that the metal sleeve inside cemented stem reamer stuck/bent and it was not possible to use it. That happened during operation (B)(6) 2012 by surgeon (B)(6). The nurse informed that cement stem reamer got jammed during operation. Despite of that they managed to complete procedure/operation successfully.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.